Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure on (B)(6) 2017,the stapler was unable to fire and the staples did not open during the firing. The device was replaced with a new one in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The jaws of the stapler were closed on the tissue when the stapler was triggered but failed to cut the tissue. The tissue pushed forward causing lumping and contraction at the tip of the tissue. The staples did not open during firing. There was no patient injury.